Event description:
It was reported that during device change out the lead was explanted due to inconsistent lead impedance over the past few months. Capture threshold increased over the same period of time. No noise was observed on the lead but the physician suspected a lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal insulation abrasion at 25cm, 14cm, 8.2 to 10cm and under the rv shock coil, 4.5cm from the distal tip. An outer insulation abrasion was found at 10.2 to 11cm from the distal tip over the ring cable lumen. No fracture was found.